Manufacturer narrative:
Additional information: no vitrectomy probe complaint sample was returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectome did not cut during an eye surgery. Upon follow up it was informed that the product was replaced and the procedure was completed without harm to the patient. The product sample was discarded after the case.